Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. During evaluation, the connector j2 and pin #2 was damaged. The root cause for the contamination was ingress of an unknown liquid. The root cause for the damaged connector and pin was physical abuse. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.